Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: deployed a mynxgrip (6f/7f) vascular closure device following an interventional peripheral procedure. During the tamp and hold time, the balloon appeared to have pulled through the arteriotomy. The balloon was deflated and the rest of the device was removed from the patient's body. The patient was converted to manual compression for approximately 20 minutes. Vessel size: 6 mm stick location: medium sheath size: 6f.